Event description:
Caller reported a potential false negative urine hcg result on one pt vs serum test. Pt's urine test gave a negative result when tested using medi-lab performance hcg urine test dipstick. At the time of test, pt was reported to be at 10 weeks gestation. Lab analyzer results were performed on (B)(6) 2011. The serum results were 321 miu/ml.

Manufacturer narrative:
Investigation: control lot: 25 miu/ml hcg urine control lot: hcg110328-01. 100 miu/ml hcg urine control lot: hcg110307-01. 202.7iu/ml hcg urine control lot: hcg110810-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25 miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100 miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 minute read time when tested with 202.7iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned product which will be tested when/if it is received. No corrective action required at this time as no product deficiency was established.